Event description:
It was reported that the customer was in the urgent care with low blood glucose; she passed out and broke her left toe. The customer requested assistance with changing the threshold suspend from 100 to 90. The caller stated that the customer also lost consciousness on valentine's day and fell. The customer was very concerned about this because the health care professional needs to make adjustments on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.